Manufacturer narrative:
There was no additional information obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
The complainant reported that a patient experienced a suspected allergic reaction following the application of exofin adhesive gel. Clinical presentations included edema erythema and pain localized to the surgical site. Additionally, there were concerns regarding compromised incision integrity with difficulty maintaining closure.